Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum. On (B)(6), the patient was given intravenous infusion after intravenous puncture with an indwelling needle, and fluid oozed from the septum of the indwelling needle. The patient was apologised to and explained to, and the intravenous puncture was redone. (Recently, there have been a number of such cases. The batch number has been changed, but such cases still occur).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 video, but did not return the defective sample. The video showed that the gauge of the sample was 20ga and there was continuous leakage at the end of the septum. 2. DHR/bhr review lot#4233035 1-the products of this batch were assembled at intima ii auto line 4 in september 2024, and packaged at cfs package line in september 2024. Work order quantity was 99,000 pcs. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of 400pcs in process testing and 32pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 3. 2pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned video showed that there was continuous leakage at the end of the septum, and the root cause of this defect could not be determined because there were no abnormalities in the production process and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample was received for further testing. The plant will continue to track and trend the issue.